Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the patient underwent surgery in (B)(6) 2026 to implant the devices and recently experienced physical discomfort post operatively. Upon re-examination, the ceramic head and liner were found broke. A revision surgery has been performed. The patient is currently stable. Implant date was (B)(6) 2026. Explant date was (B)(6) 2026.